Manufacturer narrative:
A ge oec service representative investigated the issue and found the 5 volt power supply was low. The power supply was adjusted above the 5 volt threshold to restore functionality. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 2600 fluoroscopy system did not boot correctly. System would not boot up.